Event description:
It was reported that biomed was preforming a calibration on arctic sun device and the calibration had failed twice. First time received an error 80 (water check time out ¿ unable to reach calibration temperature) and the second time biomed received an error 2 (pre warm ¿ inlet pressure error). Biomed thought it said expected -7 and actual -17 however biomed was not sure. Waiting on technical support response. Technical support spoke with biomed on 11jan2023 biomed was trying to do a calibration in arctic sun device and got an error 2 for low inlet pressure, running it in manual control showed the circulation pump running at 100 percent and low inlet pressure -5.4. Device was due for the 2000 hour preventive maintenance service. As per communication with ess and customer on 12jan2023 per work order, customer agreed to estimate and would be bring device in for valuation. A packaging kit has been sent to customer for device return, awaiting device return. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The reported issue could not be reproduced. No repairs related to the reported issue were made, as the reported issue could not be reproduced. The device passed all applicable testing and is ready for use. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was preforming a calibration on arctic sun device and the calibration had failed twice. First time received an error 80 (water check time out ¿ unable to reach calibration temperature) and the second time biomed received an error 2 (pre warm ¿ inlet pressure error). Biomed thought it said expected -7 and actual -17 however biomed was not sure. Waiting on technical support response. Technical support spoke with biomed on 11jan2023 biomed was trying to do a calibration in arctic sun device and got an error 2 for low inlet pressure, running it in manual control showed the circulation pump running at 100 percent and low inlet pressure -5.4. Device was due for the 2000 hour preventive maintenance service. As per communication with ess and customer on 12jan2023 per work order, customer agreed to estimate and would be bring device in for valuation. A packaging kit has been sent to customer for device return, awaiting device return. No patient involvement. Per sample evaluation results received on 13feb2023, it was reported that the circulation pump was primed during decontamination to allow the device to autofill. It was stated that flow error 1 (pre-warm bypass flow error) and low pressure were shown in the case dated 11-14-22. It was also stated that the outer shell was replaced due to missing both frame alignment studs. It was noted that overtravel in the power inlet switch causes power to cut off. The double bend tube and the chiller evaporator outlet tube were also replaced due to tube expansion discovered during servicing. Tank seals were replaced due to being lifted from the tank. The power inlet switch was preventatively replaced.